Event description:
It was reported that there was low high-voltage impedance on a non-boston scientific lead and the implantable cardioverter defibrillator (ICD) exhibited a long charge time and short circuit, resulting in loss of therapy and cardiac arrest. The cardiac arrest was addressed by external defibrillation, and the patient was admitted to the intensive care unit. The patient did not fully recover and passed away. No additional information is known or could be obtained on this case given the details provided.

Manufacturer narrative:
Investigation summary/conclusion: with the available information, boston scientific concluded the clinical observation of delayed charge time is a known inherent risk of the device and is noted within the product's instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the manufacturing documentation for this device was unable to be performed as the device serial number is unknown. Device technical analysis: this device was not returned. As such, physical analysis has not been conducted in our laboratory. Labeling review: a labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of delayed charge time was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that there was low high-voltage impedance on a non-boston scientific lead and the implantable cardioverter defibrillator (ICD) exhibited a long charge time and short circuit, resulting in loss of therapy and cardiac arrest. The cardiac arrest was addressed by external defibrillation, and the patient was admitted to the intensive care unit. The patient did not fully recover and passed away. No additional information is known or could be obtained on this case given the details provided.